Event description:
Boston scientific received information that this patient was being atrial paced at 140 beats per minute (bpm) since the last device reset which was 5 months earlier. Boston scientific technical services (ts) was consulted and asked how the device was programmed. The boston scientific sales representative (sr) stated dddr 120 bpm . Ts asked if it was possible to be around any electromagnetic interference (emi) causing the device to pace faster then the maximum tracking rate (mtr). Or possibly exposed to any radiation? The sr stated, no, the patient is retired, so emi is not the case. Ts suggested a disk be created with a download of the device memory and sent to bsc for analysis. An engineer reviewed the device memory and stated that the ra pace counter for the 140-149 rate is set to 0x04000000 or 67,108,864. This indicates there was a seu event at this location. This appears to be a single bit corruption from the appropriate value of 0. The error observed is purely diagnostic and should not interfere with device operation. However after the counters are reset this value will be recorded in the right hand column of the paced totals and the most recent counts will be correct in that they will report the counts since the last reset. The device has no resets and no faults it appears that the device is operating normally. As of today, the device remains in service with no additional intervention planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.